Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar instrument was observed to have a broken conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black conductor wire had damaged insulation. The cable was intact with loss of cautery. There was no thermal damage observed and no fragments fell inside the patient¿s anatomy. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.